Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. The physician performed rotational atherectomy in the mid lad and deployed a 2.5 x 38mm promus element stent in the lesion. The physician then decided an additional stent was needed proximal to the previously placed stent. A 3.0 x 8mm promus element stent was advanced to the lesion but could not cross into the previously placed stent. The physician then made repeated attempts to advance multiple (nc quantum apex, 3.0 x 12mm emerge and a 1.5 x 8mm emerge) balloon catheters through the lesion and stent, all attempts to recross the stent were unsuccessful. The decision was made to send the patient to surgery for bypass of the lad. There were no further patient complications reported and the patient status is unknown. It was noted "the appearance of the 2.5 x 38mm promus element was that it was deformed and prevented additional devices to pass".

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).